Manufacturer narrative:
Unit passed all functional tests including displacement, sleep current measurement, and active current measurement tests. No unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing; however, pump trace download analysis confirmed the pump alarmed power error detected alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error detected alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
The customer reported via call that the insulin pump had power error detected. Customer¿s blood glucose level was unknown at the time of incident. Customer state that they were able to clear the alarm and able rewind the insulin pump. The insulin pump will be returned for the analysis.